Event description:
Pt reported that the pump has spontaneously powered off and stopped working twice over the past 10 days. It does not give him a warning or alarm. The only way he knows it powered off is when he tried to adjust the up or down setting when his symptoms worsened significantly out of the blue, the pump prompt appears asking if he wants it to deliver a loading dose. This indicates that it has been off for several hours. Unknown if defective rx is available for return, unknown if md is aware, no further info reported. Diagnosis for use: parkinson's disease.